Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with high blood glucose of 455 mg/dl. The customer also stated that the battery cap and the belt clip were lost during hospitalization. The customer declined troubleshooting for high blood glucose. The device is expected to be returned for analysis.